Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader, and kit pack for verification of the correct cable and adapter were reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release and the correct cable and adapter were part of the kit pack. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. Subsequently, the customer was unable to obtain and manage glucose readings due to the adc device "stopped working". As a result, the customer experienced symptoms of hyperglycemia described as "dizziness" and was unable to self-treat. The customer had contact with a healthcare professional (hcp) that measured the customer's blood glucose with a ¿high glucose level.¿ the customer then required treatment of insulin (type/dose unknown) provided by non-healthcare professional (caregiver). There was no report of death or permanent impairment associated with this event.

Event description:
A battery/no power issue was reported with the abbott diabetes care (adc) device. Subsequently, the customer was unable to obtain and manage glucose readings due to the adc device "stopped working". As a result, the customer experienced symptoms of hyperglycemia described as "dizziness" and was unable to self-treat. The customer had contact with a healthcare professional (hcp) that measured the customer's blood glucose with a ¿high glucose level.¿ the customer then required treatment of insulin (type/dose unknown) provided by non-healthcare professional (caregiver). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection was performed on returned reader and no issues were observed. Reader powered on with button depression. An extended investigation has been performed on returned reader. Visual inspection was performed on returned reader and no issues were observed. The user reported reader ¿does not turn on ¿ test strip and button¿ and ¿wont charge¿. Attempted to reproduce the user's complaint and observed issue could not be reproduced. The reader successfully powered on with the button pressed, cable and strip insertion. The reader was charged when plugged in and the reader was working as intended. Self test was performed on returned reader and reader passed the test. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.